Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been getting a blank display. Customer's blood glucose level was 145 mg/dl. Customer stated the device is malfunctioning; there is a short with the battery since the device just dies. Troubleshooting was performed for blank display. The device has no physical damage, moisture, or hasn't been bumped or dropped. Customer states there is damage in the battery compartment, spring is corroded. Customer was advised to discontinue use of the device and revert to back up plan.